Event description:
It was reported that during a system upgrade procedure, the replacement left ventricular (lv) lead dislodged twice post catheter slit. The replacement lv lead was not used and a second lv replacement lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant, and visual summary analysis of the lead indicated stretching.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694865 implantable tachy lead implanted: (B)(6) 2007; d154awg implantable cardioverter defibrillator (ICD) implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that during a system upgrade procedure, the replacement left ventricular (lv) lead dislodged twice post catheter slit. The replacement lv lead was not used and a second lv replacement lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.